Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached 351 mg/dl while wearing the pod for 24 to 36 hours on the arm. The needle mechanism did not deploy as intended during activation. As treatment for hyperglycemia, manual doses of insulin were delivered and water was consumed.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 793 pulses. The device ran over 200 pulses, and no evidence was found that would cause a failure of the device to deploy the needle mechanism as intended. No leaks were found during testing, and no other defects or deficiencies were found that would result in a failure of the device to deliver insulin.